Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 186mg/dl. The caller stated that the insulin pump alarmed, and the drive support cap was flush. Advised the customer to discontinue the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime alarm test due to moisture damage noted in force sensor. No alarms noted. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.